Event description:
It was reported that the pt has not been hearing with his ap for quite some time. Rtf measurement was carried out on (B) (6) 2009 which showed no response.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.